Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence during the past year due to urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing 4.5 cm cuff was removed and replaced with a 4.0 cm component. The patient had a good result following the procedure.